Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure and airflow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low inspiratory pressure and airflow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. The device's inlet air path assembly was replaced to address the issues.